Manufacturer narrative:
Upon review the unknown device cannot be located because there is no information provided with this device. This MDR will be reopened in the event the product involved or additional information becomes available.

Event description:
On 9/27/2023, infutronix received a report that there was a tubing issue with contamination not in fluid path causing delay in treatment. Requested device to be returned for further evaluation.